Event description:
A pt reported experiencing inaccurate erratic results with an ot basic enhanced meter. The pt's blood glucose results were 68mg/dl, 110 mg/dl, 169mg/dl. Tests were done within 10 mins with a difference of 52%. Pt did not experience any adverse events. No further info has been reported.